Event description:
The ge oec 9800 fluoroscopy system had intermittent boot up issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective systems interface pcb. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.